Event description:
Bard sure step all in one foley catheter kit with leaking occurring from the seam in the bag. This is the second time this has happened for the pt, requiring 2 unnecessary foley changes.